Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Event description:
The manufacturer was contacted in reference to an everflo device with complaints of low o2 and the ac power cord cracked/loose. A everflo device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the comprehensive inspection/evaluation the complaint was confirmed and the parts replaced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.